Event description:
The device status is unknown as the hospital sends the devices to pathology. The issue was not resolved and the physician was going to try and avoid using the distal contact.

Manufacturer narrative:
Concomitant medical product: product ID 3708660 lot# serial# (B)(6). Implanted: explanted: product type extension product ID 37602 lot# serial# (B)(6). Implanted:(B)(6) 2018 explanted: (B)(6) 2020 product type implantable neurostimulator product ID 3387-40 lot# j0230952v serial# implanted:(B)(6) 2003. Explanted: product type lead product ID 748251 lot# nhu001849v serial# implanted: (B)(6) 2003 explanted:(B)(6) 2020. Product type extension product ID 748251 lot# nhu001849v serial# implanted: (B)(6) 2003 explanted: (B)(6) 2020. Product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3387-40, lot# j0230952v, product type: lead . Product ID: 748251, lot# nhu001849v, implanted: (B)(6) 2003, explanted: (B)(6) 2020, product type: extension. Product ID: 748251, lot# nhu001849v, implanted: (B)(6) 2003, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 31-oct-2006, UDI#: (B)(4); product ID: 748251, serial/lot #: (B)(4), ubd: 30-dec-2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while replacing the right 37602 implantable neurostimulator (ins) a short was found on the second contact from the bottom. The doctor (md) placed a new 37602 (ins) to try to resolve the issue but the short was still occurring. A new 37603 ins was placed and when impedances were checked there was an open on the zero electrode with monopolar pairs and all bipolar pairs. The md indicated that the 0 contact on the lead was loose and he was able to move it around and could see it jiggle back and forth. The md said that he was not able to get the lead to fully seat in the extension. The md noticed the extension had a bent connector so they replaced it with a 37086 extension. The caller indicated that the primary contact for therapy was electrode 1 so they were going to try to program the patient and see how the patient responded post-op. No symptoms or further complications were reported/anticipated.